Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection between the g5 application and transmitter. No additional event or patient information is available. Data was provided for evaluation. The reported loss of connection was confirmed. The root cause was determined to be no communication which caused a gap in between the logs. Additionally, it was indicated that the patient was using an unsupported operating system.